Event description:
A report was received that after a revision procedure, the patient was experiencing spinal headache due to cerebrospinal fluid (csf) leak. The physician believed that the csf leak was procedure related. It was also reported that the patient was experiencing shocking sensation but was unknown if this was device related. A blood patch was done for the csf leak. The patient was reportedly doing well.

Event description:
A report was received that after a revision procedure, the patient was experiencing spinal headache due to cerebrospinal fluid (csf) leak. The physician believed that the csf leak was procedure related. It was also reported that the patient was experiencing shocking sensation but was unknown if this was device related. A blood patch was done for the csf leak. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that shocking sensation was not the reason for the explant procedure. Device evaluation indicated that the ipg passed electrical, performance, and photographic imaging tests performed. The patient was explanted due to ineffective pain relief. In addition, the issue of surges was not verified. The patient's latest program was monitored. The outputs were consistent and amplitude/pulse widths were verified to be correct on all electrodes. There was no active stimulation when the stimulation was turned off and no unexpected surges when the stimulation was active. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue. The device passed all required tests. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.